Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported death. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is known possible complication associated with mitraclip procedures. Additional details regarding the cause of death could not be obtained. There was no evidence of device issue or malfunction to suggest that the device caused or contributed to the reported patient effects. Based on the information reviewed, a definitive cause for the reported death could not be confirmed. Although a conclusive cause for the reported patient effects and the relationship of the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip remains implanted in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for failure to thrive and death post thrombus/ cerebral vascular accident that occurred approximately 2 years post clip implantation. It was reported that on (B)(6) 2013, two mitraclips were successfully implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from grade 4 to 1-2. On (B)(6) 2015, a thrombus was noted and a cerebral vascular accident was diagnosed. The patient was hospitalized. On (B)(6) 2015, the patient was diagnosed with a failure to thrive condition and on (B)(6) 2015, expired. The study physician did not provide device relationship to the event. There was no additional information provided.